Manufacturer narrative:
The tech found the CPR weldment bracket was bent, preventing CPR from functioning. He straightened the bracket to repair the bed.

Event description:
Info received indicates the CPR would not release.